Manufacturer narrative:
Additional details were received from the patient profile form that the patient is suffering from bodily injuries, including psychological injuries or mental anguish, related to the filter. Additional details were received from medical records that this is a (B)(6) year-old female who presents to us with a history of morbid obesity. She suffers from high blood pressure and sleep apnea associated with her morbid obesity. Her history is also significant for pulmoonary embolus in 2003 during the time of hand surgery. She had a history of dvt on multiple occasions. She has been on coumadin for over a year and currently now is on aspirin. She states that after a year and a half, the coumadin was stopped and she was placed on aspirin, but no formal workup to see if all of the clots have resolved, was performed. She now is in the process of being scheduled for morbid obesity surgery, and for this reason, has been referred to us for placement of a filter to protect her perioperatively. The filter was deployed successfully during filter placement with no evidence of tilt. Additional medical indicate that a filter removal attempt was made four months later. An inferior venocavogram revealed that the ivc in the iliac veins were widely patent. The renal veins were patent. Additionally, the fluoroscopy revealed that the stent was in excellent position and had no anatomical defects. Repeat venograms to evaluate for thrombus development, as well as to make sure there was no injury to the vain wall while performing our techniques and the repeat inferior venacavograms revealed that there was no perforation, that there was no thrombus development, however it did show some narrowing in the inferior vena cava at the level of the top of the filter. They thought at this paint in time that if we were able to treat that narrowing it would help with the retrieval. They selected an 8mm balloon which was our largest balloon. It was about the size of the tapered area. The inferior vena cava below this point was clearly much larger. They advanced the balloon, inflated to nominal pressure. It was completely inflated and then deflated. At this point in the procedure the balloon was retrieved and we then placed a three-prong snare to see if we could make one last valiant attempt to remove the filter, however, the filter was clearly adherent to the lateral wall of the inferior vena cava just below the renal veins. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Additional information received per a second patient profile form (ppf) states that the patient experienced tilting of the filter. The patient also experienced pain and intermittent bleeding.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent deep vein thrombosis (dvt), morbid obesity, smoking, shoulder surgeries, gastroesophageal reflux disease, hypertension and sleep apnea. The patient¿s history was also significant for left hand carpal tunnel surgery with a subsequent significant pulmonary embolism (pe). Prior to the implant, the patient underwent an echocardiogram for shortness of breath that revealed mild left ventricular hypertrophy. The indication for the filter placement was reported to be as prophylaxis prior to gastric bypass surgery. The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately four months after the filter implantation, the patient underwent a percutaneous filter retrieval attempt via the right common femoral vein. Imaging revealed no evidence of perforation or thrombus development. The study did show some narrowing in the inferior vena cava (ivc) at the level of the superior aspect of the filter. This was treated with angioplasty prior to the introduction of a snare. However, the filter was noted to be adhering to the lateral wall of the ivc just below the renal veins and the retrieval was abandoned. At some point after the filter implantation, the patient became aware that the filter had tilted. The patient further reported having experienced anxiety, pain and bleeding associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported details indicate that retrieval was attempted approximately four months after implantation. The trapease vena cava filter is designed for permanent implantation. Six straight struts that contain proximal and distal hooks that are designed for fixation of the trapease vena cava filter to the vessel wall. The off-label use of this filter may have contributed to the migration of the fractured filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and bleeding experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. The indication for filter placement was pre-procedure prophylaxis with a positive history of dvt on anti-coagulation medications. The filter was deployed successfully during filter placement with no evidence of tilt. Additional medical indicate that a filter removal attempt was made four months later. An inferior venacavogram revealed that the ivc in the iliac veins were widely patent. The renal veins were patent. Per the medical records, the patient presented with a history of morbid obesity. She suffers from high blood pressure and sleep apnea associated with morbid obesity. Her history is also significant for pulmonary embolus (pe) in 2003 during the time of an unrelated hand surgery. She had a history of dvt on multiple occasions. She has been on coumadin for over a year and currently now is on aspirin. She states that after a year and a half, the coumadin was stopped, and aspirin regimen was started. No medical workup regarding clot resolution was performed. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt, and filter cannot be retrieved. Repeat venograms to evaluate for thrombus development, as well as to make sure there was no injury to the vain wall while performing our techniques and the repeat inferior venacavograms revealed that there was no perforation, that there was no thrombus development, however it did show some narrowing in the inferior vena cava at the level of the top of the filter. They thought at this point in time that if we were able to treat that narrowing it would help with the retrieval. They selected an 8mm balloon which was our largest balloon. It was about the size of the tapered area. The inferior vena cava below this point was clearly much larger. They advanced the balloon, inflated to nominal pressure. It was completely inflated and then deflated. At this point in the procedure the balloon was retrieved, and we then placed a three-prong snare to see if we could make one last valiant attempt to remove the filter, however, the filter was clearly adherent to the lateral wall of the inferior vena cava just below the renal veins. The filter was left in place. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Vena cava occlusion is a known potential event associated with the use of the ivc filters and is listed in the product IFU as restriction of blood flow and occlusion of small vessel. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Exact implant date is unknown but trapease vena cava filter was implanted on or about (B)(6) 2009. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt and filter cannot be retrieved. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt and filter cannot be retrieved. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.